Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-00304. Patients ipg was reportedly inoperable. It was also discovered that the patients only lead was fractured. Patient underwent replacement surgery on (B)(6) 2023. The patients therapy was restored post-op.